Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1nwh6, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the device will be returned. The rep is working with the hospital to either have them send the device back or obtain the device so the rep can send it back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received intra-operatively by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Rep had lead insertion difficulty/the lead was not inserting into the new ins during the procedure; it was reviewed that the rep should use sterile water and to turn the lead while inserting it into the ins. It is unknown at this time if the issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). Rep said the lead would not go past 1/3 of the way into the battery. The healthcare provider (hcp) loosened the screw multiple times, but the lead wouldn't advance. As reported previously, the call center instructed the rep to use water and turn the lead while inserting, but the issue was not resolved. As a result of what was reported, a new implantable neurostimulator (ins) was used which worked like normal and the lead slid right in. It was reported that the patient is doing great. No further patient complications have been reported as a result of this event.